Event description:
It was reported by the patient's caregiver that the patient had been hospitalized at (B)(6) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached above 500 mg/dl while wearing the pod between 5 and 24 hours. There were no reported symptoms and the patient was treated but the information was not provided. The patient was discharged on (B)(6) 2026. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.